Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide concentrated (co2_c) results. The quality controls (qc) was in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the instrument and changed the reagent cuvettes and lamp, cleaned saline and water bottle. The cse found the saline filter dirty and a bug floating inside of it. The cse decontaminated the system. The cse replaced reagent dispensing pump 1 (rp1) seals. The cause of the discordant co2_c result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required. MDR 2432235-2017-00477 was filed for the same event.

Event description:
A discordant, falsely high carbon dioxide concentrated (co2_c) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same instrument, and recovered lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high (co2_c) result.